Event description:
It was reported that the device deployed with resistance and the plastic tip was sheared into the biopsy site. There were no none pt consequences reported by the customer. One disposable to be returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.